Event description:
It was reported by the sales representative that the ceramic portion and the metal electrode fell off into patient during the procedure. All pieces were retrieved successfully out of the patient and the surgery was completed with another serfas 90-s max.

Manufacturer narrative:
Additional information will be provided, once investigation is available.